Manufacturer narrative:
The device was received and evaluated. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. Formed needle was inspected for any manufacturing deficiencies that may cause bruising and no issues were found. No issues were found with the device that would affect the device¿s ability to deliver insulin. No timeouts or drive stalls were observed on the data.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to go to the hospital due to hyperglycemia. The patient's blood glucose levels reached 270 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient was treated with a manual injection with an insulin pen by the nurse. A new pod was applied the next morning.